Event description:
Customer reported a blood infusion ran at the incorrect rate (too slow) approximately one month ago. A saline infusion appeared to run at the correct rate through the bifurcated set, however when that line was clamped and the blood transfusion began, the blood ran slower than expected. The nurse changed the tubing and the blood transfusion completed without further incident. No pt harm or medical intervention was reported. No further pt/event information was reported.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported complaint was not identified.